Event description:
It was reported to medtronic neurosurgery that a pt was implanted with a strata nsc valve, regular, on (B)(6), 2011, and two weeks later the doctor believed the valve was overdraining. The pt was allegedly having trouble walking and talking. According to the report, the doctor was unable to regulate the valve's pressure. The valve was explanted, and a new valve was implanted.

Manufacturer narrative:
The valve was patent. It was requirements for the patency, reflux, and leak tests. The device also met requirements for preimplantation testing, however it did not meet specifications for one parameter of pressure flow testing. The instructions for use that accompany the device cautions that shunt obstruction may occur any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. It is unk what may have caused the reported overdrainage. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.